Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient had rhbmp-2/acs implanted in a dental procedure. When the surgeon went back later to place the dental implant, he found a lipoma in the surgical site that was not there previously. He removed the lipoma and sent it for pathology testing.

Event description:
It was reported that the patient had rhbmp-2/acs implanted in a dental graft procedure secondary to maxillary atrophy, and developed a large lipoma at the site of the graft placement. The lipoma was subsequently excized approximately one year post-op, biopsied and soft tissue was grafted in the site.